Event description:
It was reported that there was high impedance. When the lead was wiped off and re-inserted, the abnormal values did not change. The lead was replaced, which resolved the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
H3: analysis of the b3301542 sensight lead (serial number (B)(6)) revealed the device passed all laboratory tests and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.